Manufacturer narrative:
(B)(4). It could not be confirmed which of the two clips experienced the single leaflet device attachment; therefore, the UDI and lot history record review are provided for both clips. The results are as follows: lot# 80127u1/09, date of manufacture: 27-jan-2018, expiration date: 27-jan-2019, (B)(4); lot# 80314u1/44, date of manufacture: 14-mar-2018, expiration date: 14-mar-2019, (B)(4). The devices were not returned for analysis. A review of the complaint history for the devices did not indicate a lot-specific quality issue. It should be noted that the reported patient effects of worsening mitral regurgitation (mr) and dyspnea, as listed in the mitraclip nt system instructions for use (IFU), are known possible complications associated with mitraclip procedures. All available information was investigated and a definitive cause for the reported single leaflet device attachment (slda) in this incident could not be determined. The reported patient effect of mitral regurgitation was likely a result of the slda, and the dyspnea, a cascading effect of the mr. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information; estimated date. The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is filed for single leaflet device attachment with increased mitral regurgitation. It was reported that on (B)(6) 2018, two mitraclips (cds0501 lot numbers 80127u109 and 80314u144) were implanted without issue in a patient with mixed mitral regurgitation (mr)grade 4, reducing the mr to grade 1-2. On an unknown date, one of the two implanted mitraclips detached from the anterior leaflet (single leaflet device attachment-slda) and the mr increased to grade 4. The lot number of the slda clip could not be determined. On (B)(6) 2018, a second mitraclip procedure was performed due to the slda and increased mr with dyspnea. Two mitraclips were implanted, one to stabilize the slda clip and another to further reduce mr. The mr was reduced to grade 2. No additional information was provided regarding this issue.